Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes comparing endovascular and open abdominal aortic aneurysm repair in octogenarians. Journal of vascular surgery, vol 71 issue 4 https://doi.org/10.1016/j.jvs.2019.06.207. Oonagh scallan, teresa novick, adam h. Power, guy derose, audra duncan and luc dubois. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non-mdt stent grafts in were implanted in patients for endovascular aortic repair. The following events were reported: malfunction: type ia endoleak type ib endoleak type iii endoleak